Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Product manufacturer reference number: 1627487-2019-08829. It was reported that the patient experienced the lead slightly exposed and eroding through the skin. As a result, the physician tunneled the lead deeper and washed the site during procedure on (B)(6) 2019. No products were explanted or implanted. The wound is healed.